Event description:
It was reported that the pt underwent surgery with implant of posterior fixation from t6 -ilium in 2008. The pt underwent revision surgery 5 months later for a broken rod.

Manufacturer narrative:
X-rays were not provided to the MFR. The product was not returned for eval. With the available info a cause or contributing factor cannot be identified.